Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having pain on the right side of her buttock. It was confirmed that the implant was on the right side. Stimulation was decreased from 1.8 to 1.4 and the patient did not see any improvement in her pain. The 1.8 was "real uncomfortable" when sitting. The change in therapy/symptoms was considered gradual. The issue had been occurring since (B)(6) 2016. Additional information received approximately a month later via the consumer reported they had seen their physician (B)(6) 2016. The patient was given more pain medications. "Monitor turned off for 1 month" and was to go back [to the physician] (B)(6) 2016. Circumstances that led to the pain in the right buttock/discomfort was that the patient was riding in a jeep on a farm with a friend. The patient was bouncing around some but not excessive. The patient noted they did not like the nerve pain at all. The patient was on medication (as previously stated) and "totally" laying around was the only relief the patient would get. Any activity at all would stir up the nerve pain. The pain in the right buttock and discomfort when sitting have not been resolved. The patient now had shocking at times in the vagina. The patient continued to have pain in the buttocks sitting or walking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.